Manufacturer narrative:
On 03/28/2016 a medtronic representative performed a navigation system check-out. The medtronic representative connected the imaging system to the navigation system. Both systems were used during the reported surgical incident, performed an imaging system spin on a spine model. Data transferred and loaded appropriately. Numerous landmarks were checked on the spine model and accuracy was verified. The medtronic representative tested multiple landmarks and deemed the system was accurate using multiple instruments. System performed as intended. On 03/30/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of approximately 5 millimeters occurred when navigating. The surgeon opted to continue the procedure, with the knowledge of the inaccuracy and placed all screws successfully. When a confirmation spin was taken, the screws were deemed to have been placed well and were exactly where the navigation system showed they were. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.